Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system, where it passed recognition and engagement tests. Initialization was bypassed, and the grips opened and closed properly. Electrical continuity testing was performed and passed. Based on log review and in-house testing, the instrument was found to fail initialization. When tested on an in-house system, it passed engagement but failed initialization on all three attempts. Logs show one blade jamming event with an error code along with a failed cut error. A loose grip cable at the proximal end likely prevented proper grip closure, resulting in failure of the self-test/homing (initialization) and, in most cases, an exposed blade. System logs also recorded three occurrences of error code 22024, indicating grip torque outside the expected range on universal surgical manipulator (usm4). The log entry suggests low torque during use, which typically leads to sealing malfunction. Initialization was bypassed and a hard grip force test was performed, which the instrument passed with a measured grip force. Isi followed up with the initial reporter and obtained the following information: it was confirmed that the tip of the instrument did not open, and the radical cystectomy surgical procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument's tip would not open. The procedure was completed with no reported injury.